Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they had a high blood glucose value of 414 mg/dl and it fluctuated to 271 mg/dl and 364 mg/dl. Troubleshoot for high blood glucose level was declined. The device is not expected to be returned for analysis.